Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v308477, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, serial/lot #: (B)(4), ubd: 18-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that an x-ray showed that a broken tined lead was left in the patient's body from a 2015 replacement. The broken tined lead was left in the patient's left s3 sacrum. They are not sure, but assumed that it was the tined lead that was broken off. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Product ID 3093-28, lot# v308477, implanted: (B)(6) 2009, explanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the lead broke due to faulty design. No further patient complications are anticipated or expected as a result of this event.